Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. We have forwarded the received device to the manufacturing site for further evaluation, with the following results: the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 440.834s , lot number: l839116 , manufacturing site: grenchen, release to warehouse date: 13. April 2018, expiry date: 01.april 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2019. Exact implant date is unknown, device was implanted in (B)(6) 2019. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: the patient has a tibial osteotomy surgery with tomofix plate in (B)(6) 2019, but after the surgery, he had a septic complication. In (B)(6), he was asymptomatic and the x-ray didn't show any problems with the plate. During another follow-up examination, the surgeon realized the plate was broken. The patient underwent a revision procedure in (B)(6). Concomitant device reported: screw (part unknown, lot unknown, quantity unknown). This report is for the removal surgery due to a broken plate. The septic complication is captured in related complaint (B)(4). This report is for a tibia plate. This is report 1 of 1 for (B)(4).